Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on posterior and white particles inner device. Leak test and microscopic analysis was performed which identified, striated opening on posterior. Observed, void >1 mm in non-textured, valve-to shell-bond area. And voids observed, in the textured part of the valve (vv). It is out of specification according to qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: void on valve texture side assessed, as a workmanship. A striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.